Manufacturer narrative:
An event of chest pain and cardiac tamponade caused by aortic dissection was reported. Pericardiocentesis was performed as an intervention to treat the tamponade; however, the patient did not recover and expired on the same day due to cardiac arrest. Information from field indicated that the valve was implanted without any difficulties. The device remained implanted and was not returned to abbott. A review of pre- and post-procedural CT imaging as well as the angiographic procedural imaging was performed at abbott. The only identifiable factor was the ¿hockey stick¿ angulation of the aorta with a short section of horizontal ascending aorta and then a vertical remainder of the ascending aorta. There was no evidence of device malfunction at the time of the initial procedure. Based on the information received and medical review, the patient death was attributed to late aortic dissection. The cause of the dissection could not be determined. The reported patient effects of aortic dissection, cardiac tamponade, chest pain, cardiac arrest and patient death appear to be cascading events. The unexpected medical intervention was due to pericardiocentesis performed to treat tamponade. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was implanted using a large flexnav delivery system without any complications in a patient with chronic obstructive pulmonary disease, diabetes, and atrial fibrillation. The final implant depth of the valve was 1.7 on the ncc side. Pre-dilation was performed with a 24mm non-abbott balloon. The patient was discharged from the hospital after some days. On (B)(6) 2026, the patient sought medical care at the neurology department for an episode of loss of vision for 20-30 minutes. The patient was readmitted to the hospital on (B)(6) 2026 due to chest pain and a tamponade caused by an aortic dissection. Pericardiocentesis was performed to treat the tamponade. However, the patient did not recover and expired the same day due to cardiac arrest, loss of blood pressure.